Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient reused single use supplies and left a clamp open on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected a bag to attach a new bag to the patient line. It was also reported that a clamp was left open on an unused supply line. The technical service representative reviewed proper procedures per the user manual and had them cycle the power on the device to clear the alarm. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.